Event description:
A male underwent aaa repair in late 2005. One main body graft and two iliac leg grafts were placed. The pt presented to the hosp in 2008. During eval, the physician noted that several barbs of the supra-renal stent had broken away from the supra-renal struts and were embedded in the aorta at the original implantation site and allowed the main body graft to migrate distally causing a type I endoleak. The pt's aaa sac had increased in size, was asymptomatic and denied any pain. The pt had not reported any history of trauma. There was kinking of the iliac extension graft from the main body migration. The pt's left femoral pulse was decreased in caliber. On the next day, the pt underwent repair with another MFR's grafts.

Manufacturer narrative:
Eval: still under investigation.